Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The data showed that an ocd (over current detection) had been triggered in the field on (B)(6) 2017. This alert indicates a high amount of electrical current was detected due to a low impedance load during high voltage therapy delivery in the field. The device, however, was tested in the lab, which includes impedance, sensing, pacing, and high voltage shock, and was found to be normal. The cause of the ocd alert in the field is unknown.

Event description:
New information received noted that the reason for the explant was due to the high voltage circuit damage alert. The date of explant was also received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during analysis. Upon interrogation, the implantable cardioverter defibrillator (ICD) exhibited an excessive battery discharge, an excessive current and circuit damage alert due to possible circuit, high voltage component damage or possible high voltage lead diagnostic issue. The ICD did not exhibit noise upon manipulation and no other anomalies were noted. The patient will continue to be monitored. The patient was stable.